Manufacturer narrative:
Device evaluated by manufacturer:returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent elongated during deployment. The patient visited the hospital and reported pain lasted for 10 days, and CT scan was performed that revealed 90% stenosis of the superficial femoral artery (sfa) in the right limb. The sfa was severely tortuous. Pre-dilatation was performed and a contralateral approach was used to advance the 6x150x130 innova self expanding stent. The stent deployed in the lesion, but the stent elongated. A portion of the lesion's condition did not improve. Another innova device was implanted and the procedure was completed. There were no patient complications and the patient's status was stable post procedure.

Event description:
It was reported that the stent elongated during deployment. The patient visited the hospital and reported pain lasted for 10 days, and CT scan was performed that revealed 90% stenosis of the superficial femoral artery (sfa) in the right limb. The sfa was severely tortuous. Pre-dilatation was performed and a contralateral approach was used to advance the 6x150x130 innova self expanding stent. The stent deployed in the lesion, but the stent elongated. A portion of the lesion's condition did not improve. Another innova device was implanted and the procedure was completed. There were no patient complications and the patient's status was stable post procedure.